Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Event description:
An authorized service provider (asp) contacted ventec to report that the device had powered off unexpectedly. There were no reports of patient use associated with the reported issue.